Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. Patient identifier sid: (B)(6).

Event description:
The customer reported a falsely decreased alinity I tsh result on three patients. Results provided: (B)(6) 2021 sid (B)(6) = 0.088 / 0.389 miu/ml; (B)(6) 2021 sid (B)(6) ((B)(6) patient) = 0.043 / 25.077 miu/ml; (B)(6) 2021 sid (B)(6) = 0.12 / 1.799 miu/ml, (normal range: 0.35-4.94 miu/ml), architect = 0.438 miu/ml. No impact to patient management was reported.

Manufacturer narrative:
Return testing was not completed as returns were not available. A review of the analyzer service history and logs identified no contributing factors to the current complaint. There have been no further occurrences of discrepant results after the current complaint was received. Manufacturing documentation for the likely cause did not identify any issues associated with the complaint issue. The alinity ci-series operations manual addresses operational precautions and limitations; and addresses sample results observed problems for erratic results. A review of the alinity I/clinical chemistry platform revealed no systemic issues or trends associated with the discrepant result described in this complaint. Based on the investigation no product deficiency was identified.